Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed t the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 236 g/l, poly count = 21%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin, every other treatment (dosage not provided) and ip cefepime daily for 21 days (dosage not provided). The patient¿s peritoneal effluent culture result returned positive for corynebacterium, and the patient¿s cefepime was discontinued. The patient was discharged on (B)(6) 2024 in stable condition and is recovering from the events. Per the pdrn, causality remains unknown, and a home evaluation did not reveal any deficits in the patient¿s technique. The pdrn reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted antibiotic therapy. The etiology of the peritoneal infection is currently unknown, as the patient¿s home evaluation did not note any breaches in infection control. Per the pdrn, the events were unrelated to the patient¿s utilization or any fresenius device(s) and/or product(s). Cases of corynebacterium peritonitis are most frequently caused by poor hand hygiene and/or touch contamination events, as corynebacterium belong to the natural flora of the skin. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. It is well established that those individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed t the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 236 g/l, poly count = 21%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin, every other treatment (dosage not provided) and ip cefepime daily for 21 days (dosage not provided). The patient¿s peritoneal effluent culture result returned positive for corynebacterium, and the patient¿s cefepime was discontinued. The patient was discharged on (B)(6) 2024 in stable condition and is recovering from the events. Per the pdrn, causality remains unknown, and a home evaluation did not reveal any deficits in the patient¿s technique. The pdrn reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.